Event description:
Complainant alleged that while monitoring the heart rhythm of a female patient, the device self-charged without any user interaction. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.